Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 135 mg/dl at time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted.